Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with unknown blood glucose. Customer had symptom of vomiting and not eating. It was reported that customer had gastroparesis. Customer was found blue and unresponsive in bed. Customer's body temperature was 55 degrees and blood glucose was not registering on meter. Customer was hospitalized for five weeks. Customer inquired on carb ratio. Customer was not able to program information into insulin pump due to not being able to see very well due to dry eyes. Customer would wait for assistance.